Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the customer had high blood glucose and bladder infection. The customer was taken to the emergency room and was hospitalized. The blood glucose reading was 945 mg/dl at the time of hospitalization. Caller stated that the customer's insulin pump was not working correctly they were unable to exit from preparing to prime loop. Nothing further was reported.